Event description:
Facility received an email on 05/11/2009, indicating that a patient was diagnosed and treated for an infectious corneal ulcer in the left eye (os). The treating ophthalmologist was contacted for additional information. Patient chart indicated the patient presented in 2008, with pain and redness os. The patient reported having been initially seen by a pcp, diagnosed with conjunctivitis and rx with gentamycin ointment os. Treating ophthalmologist noted "the pt did not use meds rx by pcp prior to presenting." Chart indicates a "central corneal haze, cornea 10% thinner os. Dx: central infectious corneal ulcer os. The pt was treated with zymar, fortified ancef and tobramycin gtts q1hr. No cultures were taken. F/u the following month: va with correction 20/40. F/u and final visit the following month: va 20/50 with correction. Central corneal scar os." No additional information is available. The product in question was discarded. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.